Manufacturer narrative:
Product analysis: analysis noted there was blue residue on the main printed circuit board (pcb). On the flex tape, and on the display cables. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not start. The epg was returned for service. No patient complications have been reported as a result of this event. The epg subsequently tested out of specification during manufacturer's analysis.